Event description:
It was reported that the patient experienced a rupture in the silicone and dacron layers of the inflatable penile prosthesis(ipp) cylinders. An aneurysm was present in the outer layers. The old cylinder was removed and a new cylinder was implanted. The new implant was reported to work fine. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be good with the new implant. The symptoms the patient presented was a big balloon like buldge in his penis.

Event description:
It was reported that the patient experienced a rupture in the silicone and dacron layers of the inflatable penile prosthesis(ipp) cylinders. An aneurysm was present in the outer layers. The old cylinder was removed and a new cylinder was implanted. The new implant was reported to work fine. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to wear at a fold. The other cylinder had a bulge in the cylinder body. The reservoir performed within specifications. The pump was not functionally tested due to the cylinder failures. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional information received that the patient outcome was reported to be good with the new implant. The symptoms the patient presented was a big balloon like bulge in his penis.

Event description:
It was reported that the patient experienced a rupture in the silicone and dacron layers of the inflatable penile prosthesis(ipp) cylinders. An aneurysm was present in the outer layers. The old cylinder was removed and a new cylinder was implanted. The new implant was reported to work fine. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.